Event description:
Boston scientific received information that during an implant procedure, a clavicle crush was observed on this right atrial (ra) lead. The decision was made to explanted and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Visual inspection noted that the outer conductor coil was slightly flattened approximately 41.5 cm from the terminal pin. This damage is indicative of localized compressive stress occurring on the lead body in this section. Further inspection revealed that the conductor coils were fractured in this same location. Resistance testing was performed to assess the lead's electrical performance and those measurements were out of range, confirming that the lead was not electrically continuous as a result of the fractured conductor coils. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.-